Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, under infused during a one week infusion at 1 ml.hr. It was reported the pump registered infusion completed, however the bag was full as no medication was administered. Per reporter the patient missed a full week of blinatumomab therapy.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. A review of the pump event history log found no evidence related to the reported problem. Functional checks were performed by running three accuracy tests. The pump was found to be over delivering to the manufacturing specifications. The root cause of the reported problem could not be determined. Actions were taken to mitigate the reported issue: the expulsor was replaced.

Event description:
This event occurred during home use.